Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, sion black, guide catheter: hyperion. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified, 90% stenosed lesion in the proximal left anterior descending coronary artery. The 4.5x8 mm nc trek rx balloon dilatation catheter (bdc) was advanced for pre-dilatation; however, resistance was met with the anatomy. During the first inflation at 14 atmospheres, the balloon ruptured. The nc trek rx bdc was removed from the patient anatomy without resistance and an unspecified bdc was used for pre-dilatation. The procedure was successfully completed after implantation of an unspecified xience alpine stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.